Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 21-dec-2023. The patient was injected on (B)(6) 2023 with a total of (B)(4) of rha 4 in the cheeks (0.5 ml on each side). The same day, the injector mentioned a dusky appearance first diagnosed as bruising. 2 days after the injection, on (B)(6) 2023, a vascular occlusion was diagnosed. The same day, the patient was treated with massage, heat packs, and (B)(4) vials of hyaluronidase (hylenex). The next day, the patient was treated with nine additional vials of hyaluronidase (hylenex). An ultrasound was done, revealing the presence of rha 4 as well as another filler (revaness, that was injected on (B)(6) 2023). It was also reported that the patient's tissue was dense (possibly having some scar tissue) and that an inflammatory response had also been occurring. The patient was treated with the following: - vasolydalator (cialis); - corticoids (prednisone); - high rate oxygen treatment (eo2); - hyperbaric oxygen. The patient has an 18-year history of filler injections with revanesse and voluma. The medical hisotry of the patient mentioned that at the time of the treatment, the patient was being treated with an antidiabetic drug (semaglutide). According to the initial information received, the symptoms were resolving. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
According go the information received, the case is linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products.

Event description:
Primevigilance notified teoxane of an adverse event on 21-dec-2023. The patient was injected on (B)(6) 2023 with a total of 1 ml of rha 4 in the cheeks (0.5 ml on each side). The same day, the injector mentioned a dusky appearance first diagnosed as bruising. 2 days after the injection, on (B)(6) 2023, a vascular occlusion was diagnosed. The same day, the patient was treated with massage, heat packs, and 3 vials of hyaluronidase (hylenex). The next day, the patient was treated with nine additional vials of hyaluronidase (hylenex). An ultrasound was done, revealing the presence of rha 4 as well as another filler (revaness, that was injected on (B)(6) 2023). It was also reported that the patient's tissue was dense (possibly having some scar tissue) and that an inflammatory response had also been occurring. The patient was treated with the following: - vasolydalator (cialis). - corticoids (prednisone). - high rate oxygen treatment (eo2). - hyperbaric oxygen. The patient has an 18-year history of filler injections with revanesse and voluma. The medical hisotry of the patient mentioned that at the time of the treatment, the patient was being treated with an antidiabetic drug (semaglutide). According to the initial information received, the symptoms were resolving. Despite reminders, no additional information could be retreived. Thus, the complaint was closed as is.